Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated that the device collapsed while in use, causing her to fall and hit her head, which resulted in a concussion. This was the second reported collapse; the first one did not result in any incident or injury. It is unclear whether the end user was properly locking the rollator prior to use. As part of the complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.